Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken conductor wire at the proximal end, near the main tube and roll gear junction. The instrument failed the electrical continuity test. Thermal damage was observed near or at the broken conductor wire and the flush tube. Additionally, the instrument was found to have thermal damage to the flush tube at the proximal end. The thermal damage was around the same area of the broken conductor wire. The instrument was found to have missing or incomplete laser mark to the laser marked portion of the tube extension. An in-house mcs tip cover accessory was installed, and an orange ring was visible. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the monopolar energy function could not be activated on the monopolar curved scissors (mcs) instrument. The customer replaced the monopolar energy cable, but this did not help. The customer did not observe any defects or loose elements on the mcs instrument. The customer replaced the mcs instrument with a backup instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional/updated information: there was no harm to the patient. The instrument did not respond to the function of monopolar diathermy. The surgeon activated the mcs monopolar energy with the foot pedal. The monopolar energy function was not performed inside the patient. The green energy cable had been replaced; this did not solve the problem. A new mcs instrument was connected, and the monopolar energy function could be activated.